Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via manufacturer representative that the base of the controller was not working. There was no known patient impact reported.

Manufacturer narrative:
Analysis found that the device came in with a connection failure due to a disconnected usb interface cable. The device also came in with three missing case screws, a broken earphone nut, twisted stimulator connector pins and an incorrect output power cable connections. The device was disassembled, cleaned, replaced broken connector panel, reconnected power cable, upgraded power supply screws, reassembled and placed into the bur-in chamber to check for any heat related failures, removed and tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the device just stopped working with no error message during the procedure. There was no visual/audible indicator as well. The case was completed using another device. There was no patient impact.